Event description:
(B)(4) .essure has caused me extreme bloating, leg pain, abdominal pain, joint paint, back pain. Heavy mentrusal cycles. Shocking pain in lower abdominal area when sneezing. Depression, painful intercourse, migraines.